Event description:
Baxter australia reports a transfer set with a hole in the tubing which resulted in a leak. The hole was located beneath the white barrell. Noted during use with no pt injury or med intervention reported.